Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device control test cannot be performed. There was no patient involvement.

Manufacturer narrative:
Customer contacted the philips response center. The response center provided a quote for evaluation to the customer. The customer did not accept the quote for philips evaluation